Event description:
Additional information was received from a manufacturer representative (rep) stating they had the patient power the communicator all the way off the reset the stim app by closing out all the apps. After that, the patient was able to connect again. The patient mentioned the car accident and that they are currently living with family. The patient asked if there were reps in their area, and the rep told the patient yes, and gave them the number to patient services to assist him in finding a rep local to him.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in a car accident and when they got out of the hospital, it seemed as though their ins began to deplete at a faster rate that it once did. Caller noted that they have to charge their ins about every 2.5 days. Caller also stated that about every other day, the ins depletes from 100% to 30%. Caller confirmed that the stimulation intensity isn't any higher than normal. Caller stated that they're staying with their daughter while they recover in (B)(6). Caller stated that they would like to meet with a manufacturer representative (rep) in the davenport area to further address the issue. Agent reviewed information and sent an email to the field for visibility. Caller also reported that they had an issue with their controller going dead and not recognizing the device to communicate with it. Caller stated they notified the rep of the issue and the rep was able to help resolve the issue through resetting it. Agent did not collect the serial number of the external equipment because caller confirmed that the issue had already been resolved prior to the call and that the rep worked with them to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.